Event description:
Due to infection, the implants were explanted and replaced.

Manufacturer narrative:
An event regarding infection involving an adm liner was reported. The event was not confirmed. The device was not returned for analysis as the patient kept the device. Medical records and evaluation indicated that insufficient information was received for review with a clinical consultant. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot and sterile lot. The exact cause of the event could not be determined because insufficient information was received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Due to infection the implants were explanted and replaced.

Manufacturer narrative:
The other device noted in this report was c-taper cocr lfit head 28mm/+5, cat # 06-2805, lot # mmpe77. At this time, it cannot be determined if either of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.